Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Shunt explanted due to it not draining properly at a specified pressure despite the ventricular catheter working and the atrial catheter functioning. Md said valve was incompetent. I will send it in for quality inspection.